Manufacturer narrative:
Device evaluation summary: two photos of the device were received from the account. The photos capture the damage section pf the graft cover post implant of the graft. The graft cover appears to be bunched. A severe curve was observed on the taper tip. The graft cover was bunched/deformed 1.8cm to 2.2cm from the graft cover tip. There was no resistance noted when retracting and advancing the graft cover. The event was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary the exact cause of the reported delivery system kink seen after implant and removal of the delivery system from the patient could not be determined from the pre-implant films provided. Images during implant were not provided. No device integrity issues were reported prior to implant. It is possible that the calcified anatomy observed within the small distal aorta and right iliac artery (which was the proposed entry side) may have contributed to the kinking observed in the delivery system. The relatively small access vessel diameter on the right side (5.3 ¿ 5.9mm) may have also contributed to the kinking of the 18fr device. The delivery system has been returned for analysis and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted in a patient for the endovascular treatment of a 49 mm abdominal aortic aneurysm. There was moderate calcification noted in the right iliac artery. There was also mild calcification noted in the proximal neck and severe proximal neck thrombus. It was reported that when the packaging was opened the device was free from defects. The device was implanted without any difficulties, however, when the delivery system was removed from the patient, there was a defect noted. There was a ¿kinking¿ seen just below the tapered tip. As per the physician, the cause of the event cannot be determined. No clinical sequelae were reported and the patient is fine.